Manufacturer narrative:
E1: initial reporter addr 1: (B)(6). Investigation summary: bd received photographs for investigation. A total of 10 retained samples were tested, and no leakage or side pierced sleeve was observed in any of the samples. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: sleeve function. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that when using the bd vacutainer® precisionglide¿ multiple sample needle, the needle was observed to be bent. Also, after using the bd vacutainer® precisionglide¿ multiple sample needle, sleeve leakage was observed. No adverse impact was reported regarding the patient or user.